Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. Ring cover and two side bail covers are broken. Lead flex cover and battery drawer are broken. Two side bails are bent. Encoder flex is out of specification.

Event description:
It was reported that after about ten minutes of operation, the unit locks up. The only responsive key is "emergency." Information was subsequently received reporting there was no patient involvement. The condition was found during preventative maintenance.

Event description:
It was reported that after about ten minutes of operation, the unit locks up. The only responsive key is "emergency." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.